Manufacturer narrative:
The device remains implanted in the patient, so no evaluation was performed. Device still implanted - not returned.

Event description:
As reported to coloplast, an item was damaged/ broken. The plastic sleeve detached from the suture during the first passage of r to arm. The sling was not removed.